Event description:
The facility representative contacted baxter canadian technical services to report a colleague infusion pump with failure code 810:11; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a pump with failure code 810:11 was confirmed in the pump's event history by service but not duplicated. The cause of the reported condition was not identified, but may have been moisture in the tubing channel. Since no assignable cause could be provided no repair was necessary for the reported condition. However, the tubing channel was cleaned and dried as a precaution.